Event description:
Open gastric by pass procedure. Slc55g dlu was fired across stomach. Appeared to have functioned properly but upon inspection it was determined that knife blade did not completely cut and 1/2 of the staples did not form and released out of dlu, although pc read "firing complete". Knife blade was exposed.